Manufacturer narrative:
No investigation has been possible. The facility canceled the service and gives up the repair of the ventilator. The provided logs confirmed the reported internal leakage test failure. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. No parts have been returned for investigation. The reason why the ventilator failed internal leakage test during pre-use check has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).